Event description:
It was reported that this right atrial (ra) lead was damaged while the patient was undergoing an ablation procedure. This lead was explanted and successfully replaced by a new lead. No additional adverse patient effects were reported.